Event description:
Reporter stated that, in 2005, pt's blood glucose measured 489 mg/dl on the compact system. Reporter indicated that, at the time the result was obtained, pt was not exhibiting symptoms of hyperglycemia. Based on this value, reporter phoned pt's physician and was advised to treat pt with 12 units of humalog. Reporter stated that, 20 minutes after insulin injection, pt "went into shock and bottomed out." Reporter retested pt's blood glucose on the compact system and obtained a result of 111 mg/dl. Emergency medical services were summoned and, upon their arrival 15 minuter later, pt's blood glucose reportedly measured 52 mg/dl on paramedics' device. Reporter stated that pt was treated with 2 glucose tablets, after which blood glucose measured 70 mg/dl on paramedics' device. Pt was then transported to the hospital where she was given add'l food and drink, after which blood glucose measured 102 mg/dl on a hospital device. Reporter noted that pt was subsequently admitted to the hospital and treated for peritonitis. Reporter stated that, at the time of the event, pt was undergoing peritoneal dialysis, using extraneal (which contains icodextrin - a labeled interferent for the test strips). Additionally, pt was being treated with gamimune n 5% (containing maltose - a labeled interferent for the test strips). Following hospitalization, pt reportedly discontinued use of extraneal and was switched to hemodialysis. Reporter did not indicate if pt discontinued use of gamimune n 5%. The test strips in use at the time of the event were not returned to the manufacturer for evaluation.